Event description:
It was reported to gore that a pt experienced jaundice and biliary stricture due to a benign tumor. The stricture was treated with the placement of a gore viabil biliary endoprosthesis. Approx four years post implantation, a small bowel obstruction was identified. The gore viabil biliary endoprosthesis was found to have migrated into the intestines and the benign tumor had decreased in size. The gore viabil biliary endoprosthesis was removed via enterotomy. It was reported that the pt is currently doing fine.

Manufacturer narrative:
Method: device was not returned for eval and the lot number is unavailable, therefore a direct product analysis and mfg record review could not be performed. Based upon the available info a cause cannot be determined. The product's instructions-for-use states, "the gore viabil biliary endoprosthesis is indicated for the treatment of malignant biliary strictures." The instruction-for-use also describes the potential for such events in the hazards and adverse events section which states, "complications associated with the use of the gore viabil biliary endoprosthesis may include complications associated with other biliary endoprosthesis, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm/sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. All info has been made available for tracking and trending.